Event description:
Patient reported of having chest and stomach pains. CT showed that the lead had perforated rv apex. No tamponade was observed. The lead was explanted through sternotomy and a new lead was implanted to rv septum.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.